Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 16 mg/dl and that the insulin pump was alarming with an error indicating circuit failure. The customer did not mention any symptoms of their blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. The customer¿s blood glucose level was 116 mg/dl at the time of the call. The customer did not provide information on events leading up to the incident. The insulin pump was in auto mode at the time of the incident. Troubleshooting was performed and resolved the issue. The product will not be returned for analysis.

Manufacturer narrative:
The information provided with the initial report was incorrect. The correct information has been included with this report in summary section.

Event description:
It was reported that the customer's blood glucose was 116 mg/dl.